Event description:
It was reported per field service report: pump was on patient. Symptom - black screen on power-up. Findings/actions taken: confirmed battery voltage 11.7 with no load. Unit powered up and off several times. Defective power supply. Replaced power supply and battery. Installed tech tips for display head. Passed functional testing and electrical safety check.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.